Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 she experienced blood glucose (bg) of hi on the meter (above 600 mg/dl) with moderate ketones, increased thirst and urination, nausea, and emesis. The patient stated that she received a call service (B)(4) alarm the night before, on (B)(6) 2011, but was unsure how to clear the alarm and thought the pump was still delivering when she went to bed. When the patient awoke, her bg was 403 mg/dl and later elevated to hi. The patient's bg was resolved when the patient was placed on injections. The patient confirmed that all settings were correct. The patient continued pump therapy without further reported bg excursions. This report is made based on the allegation that the patient experienced hyperglycemia due to lack of response to a call service alarm.